Event description:
During preparation of the system for use for cardiopulmonary bypass, the heart lung console's electronic gas flow meter unexpectedly appeared to lose power. Manual control of the gas flow and fio2 setting remained available. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation begun, but conclusions have not been reached.